Event description:
Review of information indicates right ventricular oversensing noted. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. Current information on the device indicates impedance values > 200 ohms on high voltage coil were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the lead was returned in segments. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo.